Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin had air bubble during. The customer¿s blood glucose was 98 mg/dl and 95 mg/dl. Customer was assisted with troubleshooting. The customer stated that they observed one long air bubble in the tubing before reservoir during bolus. The customer stated that the approximate size of air bubble was eight inches. The customer stated that they did not allow for insulin to warm to room temperature prior to filling reservoir. The customer stated that they took the tubing off to shower and did not suspend the delivery. The device will not be returned for analysis.